Event description:
The reamer attachment of the grater handles have worn down so they are no longer able to be held by the stryker reamer attachment. This caused a surgical delay of 20 minutes.

Manufacturer narrative:
Examination of the two returned handles finds the hudson attachment end damaged on both. One was manufactured in 1999 and one in 2000. It is evident that both have been well used while in service. The root cause is attributed to wear out. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.